Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's son contacted dexcom on 04/20/2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's son stated that he gave the patient glucose tablets and liquid glucose. Patient was experiencing very mild dizziness. At the time of the event, the patient's cgm was displaying 120 compared to the blood glucose (bg) meter which displayed 59mg/dl. At the time of contact, patient was well. No additional event or patient information is available. Additionally, the patient did not calibrate the device correctly. The dexcom g4 platinum continuous glucose monitoring system states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.